Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency. Programmer head; (B)(4).

Event description:
It was reported that the programmer port for the radiofrequency programmer head was loose and it would not interrogate or communicate with a device unless downward pressure was exerted on the connection port. The programmer was returned for service. It was indicated that there was no patient involvement.